Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported problem was confirmed. During inspection the customer unit was found working fine, however, there are lines coming onto the image intermittently. Additionally, tracked of flat cable of the front panel is corroded, the (dc) plate on the top cover is not available, the (cul) seal on the chassis is not available and the one foot on the chassis is deformed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the customer that the video system has an ¿image problem¿. The customer¿s reported problem was found during an unspecified event. No death, injury or harm, was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon ¿power cannot be turned on¿ occurred due to a faulty converter. Additionally, the phenomenon ¿no image¿ appeared to have occurred due to faulty power supply based on the fact that lines intermittently appeared on the image. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.